Event description:
No prescription; marketed as non-drug despite biologic activity. Ingredient: human fibroblast conditioned media. Route of exposure: vaginal suppository. Immediate effects: clitoral adhesion/immobility, loss of blood flow and sensation, severe tissue changes. Duration: 4 years ongoing. Result: permanent sexual function loss. 4 years later and I still have severe pain and cry almost every day because how much physical pain I am still in from this product and how much this product has harmed my body. Vaginal health. Unaware they put in human fibroblasts.